Manufacturer narrative:
Batch review performed on 03 nov 2015: lot 147484: (B)(4) items manufactured and released on 21 november 2014. Expiration date: 2019-10-22. No anomalies found related to the problem. To date, (B)(4) items of the lot have been already sold without any similar reported issue. On 15 oct 15 it was communicated that the screw did not fall into the patient. No part of the screw was left in the patient. On 16 oct 15 it was further added that it did not break into multiple parts. Visual inspection performed on 03 november 2015 by r&d spine project manager: the set screw shows a radial crack on one side, and significant deformation of the hex recess on the same side. The opposite side is ok (the crack does not propagate through the entire thickness). According to the provided information, the associated pedicle screw was not damaged, in fact it was possible to insert and fix another setscrew on it (the pedicle screws was not removed from the patient). The conclusion is that the set screw was probably inserted on the pedicle screw in a incorrect way, causing cross threading and impossibility to fully engage it. During the attempt to tighten it, the part of the set screw non engaged to the pedicle screw failed to the applied torque. Instruments are provided in the standard set to facilitate the proper alignment and insertion of the setscrew on the pedicle screw and the proper and complete insertion can be easily verified before attempting final tightening. Therefore the event can be addressed to a user mistake. On 04 nov 2015 it was prepared a final report with the information above reported. On the same day it was sent to the initial reporter and the case was closed.

Event description:
During a pedicle screw l4-l5 fusion the surgeon had a set screw break. When hand tightening the set screws on the rod, the last set screw was cross threaded. This caused the set screw to strip and cracked half way through the set screw. The sales agent had to open another set screw box for the surgeon to replace the broken set screw. The surgery was completed successfully. Screw will be returned for analysis